Event description:
The customer reported a possible missed vtac event. According to the customer, the patient went into a vtac condition, but the central nurse's station (cns) did not set/ sound an alarm. There was no patient injury reported.

Manufacturer narrative:
The patient experienced a vtac for approximately 4-6 minutes. The system set a yellow alarm instead of the expected red warning alarm. Technical support (ts) asked the customer to please provide the patient strip, a screen shot of the vtac event (if possible) and the alarm history. The application specialist is working with the customer to investigate the issue.